Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a white solid foreign material was noted on the haptic after it was inserted into the eye. While removing the iol, the posterior capsule tore and an anterior vitrectomy was required. Additional info has been requested.